Event description:
Bsc was notified of the following event: the coating at 10.25"cm proximal from the distal end was peeling off. Problem occurred during preparation. The operation was finished successfully with another unit.